Event description:
The clinician said implant was placed in 2006 and was removed. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quantity insufficient.

Manufacturer narrative:
The implant was received without any attachments and was not fractured. The implant was examined under 10x magnification. No damage to threads were noted on the implant. The implant was measured through the packaging with calipers. The implant was found to be a ph4mm x 12mm.